Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples of the returned product were visually examined and no defect was found. The strength data recorded was in conformance with the requirements.

Event description:
It was reported that a patient underwent an episiotomy repair procedure and suture was used. During the procedure, the needle broke in the muscle and could not be retrieved from the patient.